Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for n-terminal pro b-type natriuretic peptide (probnp). The affected sample looked cloudy and turbid. Small particles were observed in the serum. Fibrin clots were confirmed to be present in the affected sample. The sample initially resulted as 24.02 pg/ml and this result was reported outside of the laboratory. The sample was repeated on (B)(6) 2014 and resulted as >35000 pg/ml accompanied by a data flag. The repeat result was believed to be acceptable as it fits in with the clinical picture of the patient. The result report was amended to the repeat value. The patient was not adversely affected. The probnp reagent lot number was 178048. The reagent expiration date was asked for, but not provided. Investigations could not determine a specific root cause. Most likely, the detected fibrin clots have lead to an improper processing of the sample measurement. It was determined that there was an alarm message indicating a sample liquid level detection malfunction. This alarm message may be related to a general issue in some samples.